Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. There was no service history. While investigating the reported issue, the downstream occlusion (dso) seal was found to be lifting. The dso seal was replaced. A dso/upstream occlusion (uso) sensor calibration was performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
The customer returned the product for device not keeping date and time even after charging the internal battery, during physical inspection it was found that the downstream occlusion (dso) seal was lifting. There was no patient involvement.